Manufacturer narrative:
No analysis could be performed since product details are not available.

Event description:
During primary hip surgery, after broaching, when the surgeon put the stem he noticed it was too long so he removed it and put a smaller stem in. When taking a post-op x-ray, it was observed that the femur was fractured. At about 10 days after the primary, the surgeon cabled the fracture and revised the stem, head, and liner. The surgery was completed successfully. It is unknown if the fracture occurred during the broaching or during the insertion of the first stem.

Event description:
During primary hip surgery, when the surgeon placed the stem, he noticed it was too long so he removed it and performed the broaching again. It was observed that the femur was fractured and the surgeon cabled it. At about 10 days after the primary, the surgeon revised the stem, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 april 2024. Lot 2007963: (B)(4) items manufactured and released on 11-dec-2020. Expiration date: 2025-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.